Event description:
It was reported that shaft break occurred. The patient presented with coronary atherosclerotic angina pectoris. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the delivery shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube at 72.9cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon was tightly folded.

Event description:
It was reported that shaft break occurred. The patient presented with coronary atherosclerotic angina pectoris. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the delivery shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.